Event description:
The customer reported that the insulin pump was stuck in the prime loop. The blood glucose reading was 132mg/dl. Troubleshooting was performed, and the customer did not receive a series of beeps nor the numbers. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of protruded/loose drive support disk. The device had a cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.